Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed by (B)(6) on (B)(6) 2024. The results are below: the event log was reviewed, and there were no lines that indicate an abrupt power off took place at any time during an infusion. Refer to the event log attached to the file. During functional testing, the reported problem was not duplicated. An 100 ml infusion ran until completion without an abrupt power off taking place. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on (B)(6) 2024. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
This aware date in section g3 of this MDR should had been 02-april-2024, instead of 01-april-2024. It had been filed in error. Therefore, this followup1 is to rectify this aware date in section g3. [Reference: (B)(4)followup1].